Event description:
It was reported that during a shoulder arthroscopy, air entered the dyonics 25 control unit pump, making it not possible to regulate again, and resulting in an excessive flow of serum. Surgery was completed with the same reported device. There was a surgical delay, although is unknown how long. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed no defects. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.